Event description:
It was reported that the infusion was completed slightly earlier than expected. Patient's pump did not alarm low reservoir volume on two separate occasions. The first occurred the day after daylight savings on (B)(6) 2022. The pump did not alarm about a low reservoir volume. Also, the pump stopped an hour earlier than expected. We were assuming this occurred prior to the time change. The second occurred (B)(6) 2022. The pump stopped slightly earlier than expected and never alarmed low reservoir volume so that they would know to call and bring patient in early. No additional information. Patient was not affected. There was no patient injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10:no product was returned however the cadd solis operator manual (10009126-003) warnings section states system delivery inaccuracies may occur as a result of back pressure or fluid resistance, which depends upon temperature, drug viscosity, catheter size, extension set tubing (for example, microbore), in-line components (such as filters and needleless access connectors), and placing the infusion reservoir and/or pump above or below the level of the patient. System delivery inaccuracy may result in under or over delivery of medication. The device in question would need to be returned for inspection of the pumps event log and delivery accuracy tests; there is no evidence that the pump failed to meet specifications. If the product is returned, ICU medical will reopen this complaint for further investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Product is beyond a year from manufacture date and there was no indication or evidence provided in the complaint of a manufacturing defect, so a device history record review was not performed. Service history review identified this device has not been in for service previously.